Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump battery was incidentally removed from the back of a spectrum pump during patient therapy in the intensive care unit (programmed amount and delivery rate unknown). Levophed was being administered to a patient while the patient was being transported for a cat scan, and when the nurse placed her hand on the top of the pump the battery was disconnected from the pump. The patient blood pressure began to drop, and the nurse had to administer the levophed by gravity while waiting for the pump to be reprogrammed for the infusion in order to stabilize the patient's blood pressure. The customer stated that there was minimal change in the patient blood pressure and that there was no patient injury.